Event description:
Lead impedance trend variation and sensing of noise observed on the egm were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory and tested out of specification consistent with the advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.